Event description:
Rptr stated that caller from the facility reported seeing precipitated in the weighing chamber of the set, which they could not account for by free flows, order of mixing or any other known cause resulting in the formation of calcium phosphate crystals. Thhe user was advised not to use the unit, which will be returned for eval. No pt involvement.

Manufacturer narrative:
Evaluation: the unit was received and was tested as received. It passed all accuracy tests, however it failed the chamber guard switch test. The complaint was not confirmed. The unit was sent to repair. The repair technician adjusted the chamber guard switch resolving the chamber guard failure. The unit has passed qa final inspection. A sample of the precipitate in the weighing chamber was returned for identification. It was found to be potassium acetate.